Event description:
I have had constant pain in both legs and hips since my bilateral hip replacement surgery at age (B)(6). In addition, I have lost hearing and have constant ringing in my ears. I have had numerous other symptoms, but those, to me seem too vague to necessarily attribute to the thrs. The hearing loss and also heart palpitations (tachycardia) have started only since the double hip replacements. My hips were never right. I got some pain relief after three years, but I've still lost my ability to stand as long as most people my age scan stand, walk, etc. It's ruined my life. I am a mom and my issues have also severely affected my husband and children. I have two depuy pinnacle ultamet metal-on-metal total hip replacement devices, installed by (B)(6). Also, my cobalt and chromium levels are rising. I lost a career I had enjoyed for twenty years, because after the thrs, I could never get out of pain enough to go back to my full-time position. I have a master's degree and had spent 20 years in this incredibly competitive career field to get where I was at the time I had both hips replaced with two pinnacles. My career was ruined. We lost our house. We ended up so poor that our kids qualified for free lunch in their school system! Previously, I had made close to (B)(6)! We spent every dime of home equity we had built up over years on my recovery and supporting the family while I was unable to work. We have lost everything. Our home, my job, my ability to stand, my ability to regularly cook meals for my family or do their laundry, our ability to save for their college education. What these devices have done to me is literally sickening. I do my best to stay positive, but I do not deserve this, and seeing what it has cost my children makes me so angry. I am disgusted that the FDA allowed the pinnacle to be approved on a 510k passage, with no human clinical trials. The people who allowed this have as much blood on their hands as depuy employees themselves.